Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure, the patient¿s blood pressure dropped, a steam pop occurred which resulted in the pericardial effusion. The pericardial effusion was confirmed by intracardiac echocardiogram (ice). A pericardiocentesis was performed to remove 690 cc fluid from the pericardial space. The patient was reported to be in stable condition after the pericardial drainage. Extended hospitalization was required. The patient was taken to the intensive care unit (ICU) and the patient was reported to be fully recovered. In the opinion of the physician, the cause of the adverse event was procedure related. The ablation focused on the right ventricular outflow tract and the physician was aware of how thin the tissue is in this area. There was no error message on any biosense webster, inc. Equipment. Transseptal puncture was not performed. Ablation was performed prior to noting the pericardial effusion. Force visualization features used were graph, vector, dashboard, and visitag. Visitag module settings that were used were force over time (fot) at 25% with min force of 3 and location stability of 2mm for 3sec. Additional filter used on visitag was respiration gating. Color option used prospectively was impedance drop.